Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the right gastric artery using ruby coils. During the procedure, the physician felt resistance and immediately stopped advancing; however, upon retraction, the physician found that the ruby coil had unintentionally detached while partially advanced out of the non-penumbra microcatheter. The physician therefore used saline to flush the ruby coil into the target vessel. The procedure ended at this point. There was no report of an adverse effect to the patient.